Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead passed out three times. It was reported the patient is pacer dependent and one electrogram (egm) was recorded which revealed noise. It was reported the patient hit their head as a result of a syncopal episode and a craniotomy was necessitated to relieve the pressure. The patient stabilized and an invasive procedure was performed. The rate/sense portion of this lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate the shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.